Manufacturer narrative:
D4: updated. D9: 3/25/2025. H6: updated. H3: one device was received. Device was visually inspected and the downstream occlusion (dso) seal was found to be damaged. Device was functionally tested and the customer reported complaint could not be confirmed or replicated. The dso seal was replaced and the device was calibrated and had the software updated. Device passed all verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was overdelivering. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.